Manufacturer narrative:
(B)(4). Batch # p91g28. The device b was returned with no apparent damage. During functional testing on a gen11 an alert screen was displayed. A probable cause of the device stop activating and display an alert screen is blade damage. The device will stop activating when the blade becomes damaged. The device was disassembled to inspect the blade and a crack was located at an area inside the tube proximal to the tissue pad. The blade broke off during the analysis. Once minor blade damage has occurred, subsequent activations may increase damage severity and result in alert screens, such as ¿tighten assembly¿, ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. It is possible that the unexpected noise heard could be either: the blade making contact with metal or plastic while activated, the blade not being properly attached to the hand piece or the solid tone emitted by the generator when the blade becomes damaged. No conclusion could be reached as to how this issue occurred. A batch history record review was performed, and a protocol and 9 defects were created and found during the manufacturing of this batch but was not related to the event description. Additionally, no nc related to the complaint was found during the manufacturing process.

Event description:
It was reported that during an endometriosis procedure, it was a trial product that the surgeons asked for an endometriosis laparoscopic procedure. At the beginning of the surgery it worked perfectly but then it started to make a squeaky sound. Later, the generator marked the first error: ¿to clean the instrument¿; the surgical nurse did it; then the generator marked ¿to tight the instrument¿; third the error told us ¿to assemble the hand piece to the instrument¿. At last the screen said that the instrument was no longer serviceable and we had to change it. So, we opened a new one. And almost at the end of the procedure, marked the same errors. Surgeons had to finish without harmonic. It was necessary to open a new product box to finish the procedure. There were no adverse consequences for the patient reported.